Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the drain from pack broke and snapped into two pieces but was not used on the patient.

Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. The sample returned for investigation contained an open pouch, however the expected drain was not present inside the pouch. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Without samples returned for evaluation, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.